Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.

Event description:
It was reported that the blood glucose readings have been high. The blood glucose reading is 224 mg/dl. Customer treated with manual injection. The blood glucose decreased to 160 mg/dl. During troubleshooting, the high pressure failed twice. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.